Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not power up. It was indicated that the power supply was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off during a procedure and was unable to power back on. The programmer was returned for service. No patient complications have been reported as a result of this event.